Event description:
It was reported that an asymptomatic patient presented for follow-up in clinic. The pulse generator was noted to be in back-up. Upon interrogation, the device had reached normal elective replacement indicator. Due to the low battery state, device download could not be performed. The device was explanted and replaced on (B)(6) 2017. No further information is available.